Event description:
Pt implanted with a vectra plate and screw construct for an acdf at c5-c7 on an unk date in 2009. Two screws were placed at c5 and c7 each. Screws were not implanted at c6. A corpectomy was performed and a strut graft was used to bridge c6. Postoperatively, it was noted that two screws in c5 had backed out of the bone and the plate was coming off. The screws in c7 remained intact. Pt returned to the operating room on (B)(6) 2012 for hardware removal. Surgeon removed all hardware and no add'l instrumentation was used, as fusion was achieved. The locking mechanisms were still engaged on the bottom screws and the top screws appeared to still be engaged. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Implant year reported as 2009. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.